Event description:
On (B)(6) 2012, the reporter contacted animas alleging that all keypad buttons are intermittently unresponsive, starting a few months ago. It did get worse with time but now it is stable. The keypad is reportedly intact and no trauma or water exposure is reported. The pump is worn in a pocket and not cleaned. There is no reported adverse event associated with this complaint. This complaint is being reported because the alleged keypad malfunctions remained unresolved.

Manufacturer narrative:
(B)(4): on examination, the keypad was noted to be peeling at the up arrow button. On testing, the up arrow button had intermittent response. The contrast button was unresponsive. The down arrow and ok buttons had normal response. The keypad cover was removed for investigation and revealed contamination under the contacts of the up arrow, down arrow and contrast buttons.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.